Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In the absence of returned device for analysis, a conclusive cause for the reported difficult to insert could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath prior to a micra pacemaker implant procedure. Reportedly, the proglide would not advance into the vein past the bend. A 10f dilator was introduced and the proglide still did not advance. A guide wire was inserted and the proglide attempted one more time without success. The access site was closed with manual venous compression. Another site was accessed a little higher in the right femoral vein and a new proglide was attempted via an 8f sheath; however, it would not advance into the vein. The sheath was upsized to 27f and the pacemaker procedure was completed. Hemostasis was achieved with figure eight surgical suturing. No imaging was performed of the access sites prior to proglide use. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.